Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1pqh7, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 11-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the healthcare professional reported that the patient fell and fractured their femur. The caller said that since the fall in 2018 until now the patient feels the stimulator is not working right.  It is unknown if something had happened with the lead. The caller reported that the patient felt the lead might have pulled away. No symptoms or patient complications were reported.